Event description:
Medwatch report mw5105679, report date: 15-nov-2021 was received due to a patient reporting that both pumps had error message no disposable, clamp tubing but error resolved on its own. No patient injury. Patient reported to pharmacy on (B)(6) 2021.